Manufacturer narrative:
The returned pod had the formed needle within the exposed region of the soft cannula. The linkage assembly was noted to have not fully retracted. Upon opening the pod, the linkaged assembly and formed needle full retracted and score marks were noted on the top housing, indicating a misalignment and increased friction between the two components. Due to the exposed needle being within the exposed region, the cannula was found to be kinked in the same area. A tear was found and a leak was found within the exposed portion of the cannula. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. The pod was deactivated by the user. No other damages, defects, or deformities were observed that would lead to communication errors between the pod and pdm.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.